Manufacturer narrative:
No product was returned for evaluation. Review of the device history records for the angio-seal sts plus and mp devices confirmed these lots met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt information guide states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.

Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal sts plus was selected for use. The pt had a previous percutaneous procedure performed 7 months prior where a 6f angio-seal mp had been deployed in the same groin. No issues were reported from that deployment. The procedure sheath for the recent procedure was 6f large lumen terumo and the puncture site was the common femoral artery. Resistance was felt upon insertion of the sheath. A pre-deployment angiogram revealed mild tortuosity, but no calcification or stenosis in the artery was seen. The angio-seal sts plus sheath and arteriotomy locator would not advance into the arteriotomy site and the angio-seal sts plus was aborted. A perclose at was then attempted but the needles failed to deploy and hemostasis was not achieved. Manual compression was applied for 2hrs; however the bleeding continued. The pt underwent emergency surgery of the subcutaneous puncture site. Stitches were placed to close the artery and hemostasis was achieved. The artery was not incised. The surgeon removed a specimen alleged to be collagen from the prior angio-seal deployment 7 months prior. This specimen was discarded. The alleged anchor from the angio-seal mp placed 7 months prior was not removed form inside the artery. Ultrasound was not performed to check for the anchor location because good pulses were palpated. One week later, the pt continues to recover with good progress. The physician believed the difficulty experienced during the deployments of the angio-seal sts plus and at perclose was due to the alleged collagen from the angio-seal mp from 7 months ago. The 6f mp used 7 months ago was from 1 of 3 lots, 1234533, 1237387, or 1237388.